Event description:
On (B)(6) 2012, the patient reported that she does not believe her infusion device is delivering the correct amount of insulin. She stated her blood glucose has been elevated in the 300-400 mg/dl range for the past 2 weeks. Her normal blood glucose level is 100 mg/dl. She treated elevated blood glucose with insulin injections. She stated, the piston rod of the infusion device is louder than usual. Further troubleshooting did not reveal any product issues. The patient did not requirement treatment from a health care professional or second party to address the issue. The infusion device, adapter, and insulin cartridge were requested to be returned for evaluation.